Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was transplanted on (B)(6) 2024.

Manufacturer narrative:
A4: patient weight was not provided, pending follow up with account/site/customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault alarm on the morning of (B)(6) 2023 while inpatient awaiting orthotopic heart transplantation. It was noted that the alarm was cleared. Log files were submitted for review and captured driveline power fault events between 10:34 and 10:36 am on (B)(6) 2023. It was later reported that log files were sent again on (B)(6) 2023 and captured driveline power fault events from 11:00 pm on (B)(6) 2023 until 10:42 am on (B)(6) 2023.it was noted that there was no obvious damage to the modular cable. It was later reported that additional log files were submitted for review on (B)(6) 2024. The recorded data monitoring the driveline power fault indicated that the conductor associated with power a still showed intermittent connections.

Manufacturer narrative:
Section a2: age corrected. Section b1: corrected. Section d1: brand name corrected. Section d4: catalog number and UDI corrected. Sections d1 and g1: manufacturer information corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however, a specific cause for the alarms cannot be conclusively determined through this evaluation. Review of the submitted log files revealed a continuous driveline power fault alarm that was associated with a pwr_a_broken (error code f4) fault. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple attempts for additional information, including product status, were sent to the customer; however, no further information has been provided at this time. No product available for investigation. The relevant sections of the device history records for mlp-026258 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.